Event description:
It was reported that a spectrum device "free flowed" dextrose into a newborn. The medication ordered to be given was dextrose with heparin in a 100ml container (standard IV preparation), initiated at 6:00 am and programmed with a rate: 1ml/hr and vtbi: 80ml. At 7:00 am, shifts changed and IV rounds were performed on this pt, the nurses double checked the IV bag and the programming was confirmed to be correct. The nurse caring for the pt performed a heelstick to check the blood glucose earlier than scheduled. The blood glucose result was 241mg/dl per glucometer reading and at that time, 9:00 am, it was discovered that the IV of dextrose was completely empty, the pump was stopped, turned off, pump programming checked and it was confirmed that the rate: 1ml/hr and volume given: 3.2ml (this would be correct based on start time of the infusion). The physician was notified of the elevated blood glucose reading and orders to discontinue dextrose infusion, monitor pt closely, the frequency of blood glucose testing increased and is to continue until the blood glucose level becomes stable. The pt remained in the nicu for an unk amount of time.

Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "pump drips solution when not on" which was reproduced. The device was observed to continue to drip when the pump was stopped during a programmed infusion. The pump would drip in an uncontrolled free flow state. Additionally testing concluded that the device was found to deliver at inaccuracies of up to 48807.20%. The cause of the unrestricted flow and over infusion to the patient was determined to be a bent door. The device was discovered to have sustain a significant impact which resulted in the bending of the door. The bend in the door caused the pressure plates to move away from the pumping channel so that the tube was not able to open and close and occlude the IV line per specification. The mechanism assembly, door, and link were replaced.